Manufacturer narrative:
Investigation summary: customer returned (1) loose 30g, 12.7mm, 0.3ml bd insulin syringe. Consumer reported 1 syringe plunger rod missing thumb press; plunger cap loose in bag. The returned syringe was examined and exhibited a broken plunger rod and damaged plunger cap, thus confirming the alleged defects. A review of the device history record was completed for batch# 8099603. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification 200757211 noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (broken plunger rod and damaged plunger cap). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above no CAPA is required at this time. Possible root cause: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger. Visual inspection of the syringe found the thrumbpress sheared from the plunger rod at the gate. The thurmpress was not present with the sample for evaluation. The cap had compression damage on opposing side which caused a fracture that covered 40% of the circumference. There was one maintenance dispatch #25979 that was sent during time of manufacture on the form, fill, and seal machine nt for index jams. Probable root cause for the damage to the plunger rod and cap is due to a jam at the index on ffs machine nt. The air cylinder was adjusted to correct the misalignment causing the jam.

Event description:
It was reported during use of the bd syringe¿ 0.3ml 30ga 1/2 in uf syringe plunger rod missing thumb press. Plunger cap loose in bag. Material no: 328431; batch no: 8099603. The following information was provided by the initial reporter: lot # 8099603, item 328431, found 1 syringe plunger rod missing thumb press. Plunger cap loose in bag.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported during use of the bd syringe¿ 0.3ml 30ga 1/2in uf syringe plunger rod missing thumb press. Plunger cap loose in bag. Material no: 328431 batch no: 8099603. The following information was provided by the initial reporter: verbatim: lot # 8099603 item 328431 found 1 syringe plunger rod missing thumb press. Plunger cap loose in bag.